Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, the device was found to be at rrt (recommended replacement time). The device was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.